Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer adaptor on a 20g x 0.75¿ ez huber safety infusion set was confirmed but the cause is unknown. Two photographs of the ez huber infusion set were returned for evaluation of this complaint. The infusion set was not currently in use but contained residue throughout, indicating that the device had been used. The luer adaptor was detached from the infusion set tubing in both pictures. It could not be determined from the photo if the device broke due to a circumferential tear in the tubing or if the luer adaptor/tubing joint failed. No observations about the adhesive fillet, which attaches the luer adaptor to the tubing, could be made from the returned photographs. Without the physical sample, closer examination of the damage could not be conducted and therefore, the root cause could not be determined. Possible contributing factors could include sharp instrument damage, over-pressurization, material damage (e.g., excessive torque near the joint), or a weak bond between device components. Manufacturing documentation for this lot was reviewed and no deviations or issues were identified that were associated with the reported event regarding product materials, manufacturing, or packaging.

Event description:
It was reported the ez huber needle was torn apart at the transition to the closure cap. Needle was removed immediately.

Event description:
It was reported the ez huber needle was torn apart at the transition to the closure cap. Needle was removed immediately.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, applicable manufacturing records, returned sample analysis, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken infusion set was confirmed. One infusion set with a clear base was returned for evaluation. The needle safety mechanism has not been engaged and there was no clamp however what appeared to be dried blood residue could be seen inside and outside of the extension tubing. There was a break in the extension tubing 17.8 cm proximal to the infusion set base where the luer adaptor would be connected however the disconnected luer adaptor was not returned. What appeared to be the inner layer of the tubing had been stretched and separated from the outer wall of the tubing and the stretched inner layer extended 8.3 cm outside of the tubing. The inner layer was bent, kinked, and had an irregular diameter. A microscopic evaluation showed that the surface of the outer layer of tubing appeared to be granular at the break site. Since the returned infusion set had a break in the extension tubing as indicated in the complaint, the complaint is confirmed; however, there were no distinguishing features which could aid in identification of a specific root cause therefore the cause is unknown. Possible contributing factors could be sharp instrument damage and tensile (pulling) damage.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reev2898 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the ez huber needle was torn apart at the transition to the closure cap. Needle was removed immediately.